Manufacturer narrative:
Based on the information provided, at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. Hernia recurrence is a known inherent risk and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a follow up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent a hernia repair procedure post colorectal surgery and was implanted with a phasix mesh on (B)(6) 2015. As reported the patient had experienced postop pulmonary complications. On (B)(6) 2015 the patient was evaluated for complaints of intermittent pain in the left upper quadrant abdomen and abdominal distention. The patient was diagnoses with a hernia recurrence. A follow up visit on (B)(6) 2015 confirmed a hernia recurrence located in the middle of the previously placed phasix mesh. Initially, revision surgery was scheduled, however the hernia is not symptomatic at this time and it was determined that the patient is not a candidate for reoperation due to cardiac issues